Manufacturer narrative:
The impella cp product was discarded at the user facility and is not available for analysis. Requests for further clinical detail and imaging have not been met. Should further detail become available a supplemental medwatch will be completed. Internal reference (B)(4).

Event description:
A (B)(6) year old male with post cardiotomy cardiogenic shock was being transferred to the tertiary medical center while on support with an impella cp and the patient's limb went cold without distal pulses. The impella cp had been in for approximately 20 hours when it was explanted due to limb ischemia and a fasciotomy was performed and blood products were infused.